Event description:
It was reported the patient was at the hospital for an MRI and they found the left lead had elevated impedances. It was unknown what was being MRI¿ed. The patient was not going to do the MRI due to the impedances. The left lead impedances were: c/0 2643 ohms, c/1 7279 ohms, and 1/2 12,133 ohms. Additional information received reported there were no symptoms related to the elevated impedances. No troubleshooting or interventions were done. The cause of the impedances on the left side lead was not determined and the impedances had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# n24923b, implanted: (B)(6) 2001, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).